Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited varying impedance, noise seen on high rate non-sustained episodes, and was possibly fractured. The lead remains in use until further action is decided upon. No patient complications have been reported as a result of this event.